Event description:
Reclaim distal stem opened and plastic protector sleeve was in place over proximal portion of stem. Instruments nurse tried to remove it but couldn't. Surgeon tried to remove it by hand using a twisting motion. Surgeon tried removing with a surgical grasping forceps but still could not remove. Surgeon tried breaking it off and hoping to loosen it still not able to be removed. Surgeon cut onto the plastic with a scalpel to try and remove but finally removed by taping the base of plastic with a metal punch and the plastic finally came off.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
A complaints search did not identify any anomalies. It should be noted there is no patient harm or delay to surgery associated with this complaint. The packaging was not returned; hence the complaint cannot be verified. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419.